Manufacturer narrative:
The device was returned for analysis and overheating was duplicated during the quality investigation testing. Further investigation revealed corrosion within the motor, bearings and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repairs for overheating during a procedure. No adverse consequence was associated with the event. The procedure was completed with another device without any procedure delays.